Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that he was not a "happy camper". The patient was hospitalized on (B)(6) 2016 for a high blood glucose of 313 mg/dl. He experienced high blood glucose, light-headedness, pooping, and vomiting. The patient's doctor treated him with an injection of long-acting insulin. It was discovered that the customer was using the wrong set of basal settings, and he has since been using his standard basal rates. The insulin pump was not returned for analysis.